Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Postoperative diagnosis: patient had an index surgery outside the ri, prior to cors. In (B)(6) 2014 doctor revised the patient's right knee for stiffness, changed only the poly. Now he is revising again the patient's right knee for stiffness (disfunction, arthrofibrosis) changing only the poly.

Manufacturer narrative:
This report is being cancelled as a duplicate of the MFR report 0002249697-2016-02177. Any follow up reports will be submitted under the MFR report 0002249697-2016-02177.

Event description:
Postoperative diagnosis: patient had an index surgery outside the ri, prior to cors. In (B)(6) 2014 doctor revised the patient's right knee for stiffness, changed only the poly. Now he is revising again the patient's right knee for stiffness (disfunction, arthrofibrosis) changing only the poly.